Event description:
Cement set faster than usual. 2 batches in first mix, 1 batch in second mix. Evolution mixer, mixed on ream for 60 seconds, then drill for 30 seconds with no significant amount of powder or monomer spilled and clock started as soon as liquid touches powder.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested of the reported lot. The results were satisfactory and within specification. A bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. A chr review determined that there were no similar events reported for the referenced lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time.

Event description:
Cement set faster than usual. Two batches in first mix, 1 batch in second mix. Evolution mixer, mixed on ream for 60 seconds, then drill for 30 seconds with no significant amount of powder or monomer spilled and clock started as soon as liquid touches powder.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned to manufacturer.